Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was to be used in a biopsy procedure performed on (B)(6) 2022. During preparation, the physician noticed that there was something like wood shavings inside the sterile area of the packaging. Another radial jaw 4 biopsy forceps was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter phone: (B)(6). Device code: (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block e1: initial reporter phone: (B)(6). Initial reporter fax: (B)(6). Block h6: device code a1802 captures the reportable event of packaging foreign matter. Block h10: the returned radial jaw 4 sc biopsy forceps was analyzed, and a visual evaluation noted that the pouch was completely unopen. A foreign material was found inside the pouch. A dimensional test confirmed that the foreign matter inside is greater than the tolerated size. No other issues with the device were noted. The reported event was confirmed. Based on all available information, the problem was traced to manufacturing process. It is concluded that the foreign material is inside the pouch due to a deficiency in the process. Therefore, the root cause chosen is manufacturing deficiency. An investigation to address this issue is in progress. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was to be used in a biopsy procedure performed on (B)(6) 2022. During preparation, the physician noticed that there was something like wood shavings inside the sterile area of the packaging. Another radial jaw 4 biopsy forceps was used to complete the procedure. There were no patient complications reported as a result of this event.